Event description:
This report addresses the issue of use error- reuse of supplies. The customer contacted baxter's technical service center for troubleshooting an alarm while on the home choice (hc) device during use during drain 2 of 6. In the middle of troubleshooting, the home patient (hp) disconnected to go to the bathroom, did not use proper procedures, then came back and reconnected. The hp began to drain and the hc moved to fill 3 of 6. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). Correction : as reported issue is use error - breach in aseptic technique. Additional information: this complaint, for a report of a use error - breach in aseptic technique is confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.